Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, lot#: j0437355v, implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: lead. Product ID: 3387-40, lot#: j0412305v, implanted: (B)(6) 2004, explanted: (B)(6) 2020, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: extension. Product ID: 3387-40, serial/lot #: (B)(4), ubd: 03-aug-2008, UDI#: (B)(4). Product ID: 3387-40, serial/lot #: (B)(4), ubd: 16-aug-2008, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 22-jun-2024, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 22-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient had a staph infection. It was unknown what may have led or contributed to the issue. Due to this the patient was treated with antibiotics and the entire system was removed on (B)(6) 2020 resolving the issue. The patient was reimplanted on (B)(6) 2021.